Event description:
"Material: Unknown Batch#: Unknown It was reported by the customer that Is there any issue with 3mL syringe ¿ yes particulates found during inspection Verbatim: Complaint via email. Email(s) attached Is there any issue with 3mL syringe ¿ yes particulates found during inspection".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.